Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out in specification in relation to the customer reported failed downstream occlusion test,which was not reproduced. The reported condition was not verified, and no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion test. It was clarified the reading was out of range and was "too high". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.